Manufacturer narrative:
The lot number was not provided; therefore, complaint history review could not be performed. The IV tubing set is currently in transit to intuvie for further investigation. A CAPA was opened to investigate the reported failure. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that the IV sets were leaking from the base of the chamber. No patient harm was reported.